Event description:
Customer experienced a previous issue with a misassembled (bent) occluder spring, MDR # 2016493-2007-00007. As part of the failure investigation for that event, an x-ray process was designed and validated in order to examine mechanism springs in pump modules at the customer site without having to open each device. A pool of manufacturer owned devices was used for an evaluation project. X-ray view of device in this report appeared to show a bent spring on the lower left side occluder. Device was returned to cardinal for further testing. Functional testing was performed with respect to rate accuracy and occlusion pressure; rate accuracy testing showed device to be within specification. The service seal was intact. The device was opened for inspection of the springs. The mechanism housing was found to be of an old style without windows for spring viewing. The housing was removed, and internal inspection of the device found that the lower left side occluder spring was bent over the occluder post. A review of the device's history indicates that it was built october of 2002. Since the device was built, it has been in multiple times for check ups as an evaluation pool device. Each service notification for this device was reviewed to determine if any work had been done on the mechanism that could have resulted in a misassembled spring; however, no activity was found that would have involved the removal or installation of the spring. Because of this, it was determined that the misassembly occurred during the manufacture of the device.